Event description:
It was reported that a patient had the infusion system removed on (B)(6) 2015 because it wasn¿t helping him. A dye study was done and there was no reported cause of the event. At the time of the report the hospital had possession of the explanted pump and it would be returned to the manufacturer after pathology was done with it. The pump was used to infuse dilaudid, bupivacaine, and clonidine. The patient recovered without permanent impairment. Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that a patient had the infusion system removed on (B)(6) 2015 because it wasn¿t helping him. A dye study was done and there was no reported cause of the event. At the time of the report the hospital had possession of the explanted pump and it would be returned to the manufacturer after pathology was done with it. The pump was used to infuse dilaudid, bupivacaine, and clonidine. The patient recovered without permanent impairment. Follow up was conducted to obtain information. If additional information is received a follow up report will be sent. Additional information received reported that the patient had the pump explanted because he believed it was defective. After the pump was released by pathology, it was returned to the manufacturer for analysis on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Product ID: 8709, serial# (B)(4), explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.